Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and hospitalization due to non direct diabetes issue. Customer's blood glucose value was 360 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with lantus or fast acting. Customer will not return device for analysis.